Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeling. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found the device was bent 2.5cm and 55cm from the proximal end. The cause of the bends was most likely due to handling of the device during the procedure and this is considered to be due to operational context. The ptfe coating was noted to be peeled off in a region between 39cm and 42cm from the proximal end. The coating appeared to have been scrapped off the device by the torque device brass collet. It appeared that the torque device had been dragged down the device due to it be insufficiently tightened onto the device. The directions for use specifically precautions that an insufficiently torque device can lead to ptfe peeling. Therefore, this was most likely due to use/user error.